Event description:
A report was received that the patient had difficulty charging the ipg. Malfunction of the ipg was suspected. The patient underwent battery replacement and was doing fine after the procedure.

Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.